Manufacturer narrative:
This lead has been surgically abandoned and a new right ventricular (rv) lead successfully implanted. The lead will not be returned for analysis.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check, it was found that this right ventricular (rv) lead had experienced an out of range low impedance measurement. Thresholds were found to have increased and some noise was also noted. Boston scientific technical services (ts) discussed concern this may indicate an issue. The physician will decide if the patient will be monitored for now. There were no adverse patient effects reported.